Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tni) result generated by the access 2 instrument for one patient. A patient sample gave an accu tni result of 0.30ng/ml (within the risk stratification range). The result was reported out of the lab and questioned by the physician. The sample was re-tested on the next day and an accu tni result of 0.04ng/ml was obtained and corrected report was sent. Another sample from this patient gave a result of 0.94ng/ml. The sample was re-tested twice and results were 0.10ng/ml and 0.3ng/ml. The result of 0.03ng/ml was reported out of the lab. A 3rd sample from this patient gave a result of 0.04ng/ml and was reported out of the lab. There has been no report of death, injury, or change to patient treatment in association to this event.

Manufacturer narrative:
Qc was within the customer's set ranges before and after the event. A system check performed in 2008 was within specifications. An accu tni calibration was performed on three days earlier with good results. A preventive maintenance (pm) was performed on the following month. The specimens were collected in bd lithium heparin tubes with gel and centrifuged at 6,500 rpm for 10 minutes. The samples appeared to be clear and there was no visible fibrin. The collection tubes were not re-spun or poured off before re-testing. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and discovered an aspirate probe in place where dispense probe should be. The fse corrected the probe placement and conducted a system check which passed within specifications. The fse recommended the customer to recalibrate the instrument and run qc. The fse discussed with the customer implementing a protocol for repeating high results. The fse verified repair per established procedures and results met published performance specifications. Although improper placement of an aspirate probe by the customer may have contributed to this event, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.